Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.